Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this file represents the pump. Refer to section h.10 for the related report number which represents the automated impella controller.

Event description:
A complainant reported a patient was placed on impella cp support with increasing chest pain and need for coronary artery bypass graft. The patient had access site bleeding requiring blood transfusion. The patient became bradycardic and almost required intubation. The patient was having small runs of ventricular tachycardia and chest pain requiring medications. The pump was later explanted, without the need for vascular surgery, as the site was closed with percloses, pressure was held, and hemostasis was achieved. The patient was successfully weaned and survived.

Manufacturer narrative:
B.3 updated date of event as it was reported incorrectly on the initial report that was submitted. G.3 the date received by manufacturer for the pump was reported incorrectly on the initial report and should of been reflected as 07-aug-2025. The investigation for the reported access site bleeding and tachycardia/bradycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleeding and tachycardia/bradycardia could not be determined. The device history review was completed and the device passed all post sterile inspection checks.